Manufacturer narrative:
The insulin pump was returned without a battery installed when received. The insulin pump passed functional including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. (B)(6)

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The caller stated that the cause of death is heart related, but not yet certain of the exact cause of death. The caller stated that the customer had heart disease. The caller did not know the customer's blood glucose at the time of death. The customer's last recorded blood glucose value was 353 mg/dl on (B)(6) 2015 at 11:55 pm. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.